Manufacturer narrative:
(B)(4). Date sent: 10/28/2021. This is a analysis for a set of images / an image submitted to ethicon endo surgery for evaluation. Image 1: the image provided by the customer is that of the distal jaw of what appears to be an har instrument. At the image a plastic bag with a post-it note can be observed. Additionally, the batch can be observed as t93k08. No conclusion could be reached as to how this issue occurred through photo analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the blade tip damaged, however, the blade was not cracked. In addition, the black coating of the blade was damaged. A black material was returned in a petri dish. No damage to the tissue pad was observed. The device was connected to a test hand piece and tested on a gen11. The device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. If the device is activated across a clip, staple line or other metal in the jaws, it is possible that the generator will display an alert screen, and after receiving two consecutive alerts screens a "replace instrument" alert screen will be displayed by the generator. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: t93k08. Additional information was requested and the following was obtained: it was total laparoscopic hysterectomy. There was no change in operation. The patient is stable. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that, during an ob-gyn procedure, the black piece was found on the drape. It is not sure if the black piece is a part of the device. The surgeon heard the device touched the forceps once. The black piece seems to be not a piece of blade, it is more like rubber kind material. The tissue pad fell off the clamp arm. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.